Event description:
Patient undergoing robotic prostatectomy under anesthesia, draped with the robot docked. The robotic 4th arm activated the bovie in the side pocket of the drape. The patient experienced a burn on the patient's left lower flank. Approximately half an inch in size with noticeable charred tissue. Surrounding area white in color and firm to the touch. Site required 2 stitches.